Manufacturer narrative:
Section b3 - event date: the event date was reported as an estimate as follow: past calendar year of 2025. Section d10 - therapy date: the event date was reported as an estimate as follow: past calendar year of 2025.

Event description:
It was reported that the patient presented to the clinic for a follow-up. Device interrogation revealed that the right ventricular (rv) lead had an elevated capture threshold and pacing impedance. The rv lead was capped and replaced on (B)(6) 2025. The patient remained in stable condition.